Event description:
Additional information: it was reported that the catheter was replaced. Following the revision the patient was receiving appropriate relief per her managing physician.

Event description:
It was reported the patient had a gradual decrease of spasm relief. A catheter occlusion was reported. There was no sudden event. It was noted the healthcare professional (hcp) was unable to aspirate. No patient injury was reported. A catheter revision was scheduled for (B)(6) 2012. The device system was used to deliver baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final analysis of the distal segment of the catheter found the distal end of the segment to be somewhat jagged, indicating it was more of a result of a break. Also, there was no circular shape of the lumen, indicating the catheter was compressed in that area. Final analysis of the proximal segment of the catheter found a leak on the catheter body, about 0.5cm from the proximal end of the segment. The appearance of the hole indicated that it may have been created during a refill or while trying to aspirate the catheter for cerebrospinal fluid. It was likely a user-related hole. Results (B)(4) conclusion no longer apply.

Manufacturer narrative:
Product ID 8709sc, lot# n282110004, serial#, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).